Event description:
Information was received that a pt expired while using the device. Report alleged that the pt's family member was awakened by a change in the sound of the device, and that the device did not alarm. The report alleges that the pt was discovered to be not breathing and was later pronounced dead. Despite attempts to obtain additional information, none has been made available. Additional pt history and a copy of the coroner's report are unknown. The equipment and alarm settings at the time of the event are unknown. An evaluation of the unit has not been performed at the time and efforts to obtain the equipment have been unsuccessful. It is unknown at this time whether a device failure had actually occurred, and whether there was any association between the use of the device and the pt's outcome. Device labeling indicates it is an assist ventilator and is intended to augment pt breathing. It is not intended to provide the total ventilatory requirements of the pt. The device is intended for use in the hospital setting on appropriate pts. Acute respiratory insufficiency; acute respiratory failure; obstructive sleep apnea syndrome.